Event description:
It was reported that a spectrum infusion pump was constantly alarming air in line. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the constant air in line alarms. Evaluation found the upper reading on the ultrasonic sensor to be out of specification (low) caused by a failed upper sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.